Event description:
It was reported that during a prostate procedure, the fiber port overheated. In attempt to resolve the issue the fiber port was cleaned however the issue persisted; therefore, the case was not completed. The procedure was aborted due to this event. There were no patient clinical consequences due to this event.